Manufacturer narrative:
The device was returned and evaluated. It was found that the internal buffer could not be formatted. A master reset was performed, and the customer settings were reloaded; this rectified the issue and the device worked normally. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii video system center, the device was switching off and a b40 error occurred. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b40 error could not be identified, nor could the phenomenon be reproduced/confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The issue occurred during the therapeutic/diagnostic procedures (gastroscopy and colonoscopy), there was a 20 to 30 minute delay and the patient was under conscious sedation. The procedures were completed with the same device. Additional devices used were a gastroscope and colonoscope. Field d/concomitant medical products was also updated based on additional information provided: medical product - gastroscope and colonoscope; therapy date (B)(6) 2022.